Event description:
In (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced a lot of pain and had lost weight due to a bowel obstruction. The exact location of the obstruction was unknown. Concurrently, the patient was experiencing a gastrointestinal ulcer which may also have contributed to the pain and weight loss. The tubing was removed and the patient permanently discontinued duopa treatment.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Refer to MDR 3010757606-2022-00641 for peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.